Event description:
It was reported in a journal article that the patient implanted with this right ventricular (rv) lead presented to the emergency department (ed) with recurrent syncopal episodes which were suspected to be cardiac related. These resulted in minor traumatic injuries. The patient's pacemaker was interrogated and multiple episodes showing noise, oversensing, and pacing inhibition were observed. The electrical noise was easily reproducible with arm movements and isometric exercises. The rv lead had normal pacing impedance and threshold measurements, and a chest x-ray showed no obvious sign of fracture or insulation damage. The physician determined that implantation of a leadless pacemaker would be the best approach as the patient was completely dependent on atrial and ventricular pacing and considering the patient's history with rv lead failures. The transvenous rv leads were left abandoned. The old transvenous pacemaker was reprogrammed to aair mode and remained in service with the chronic right atrial (ra) lead. The leadless pacemaker and the transvenous pacemaker programming resulted in a remarkable synchronization between atrial and ventricular activity. It was noted the old transvenous pacemaker was nearing elective replacement indicator (eri) battery status, so it was explanted and replaced with another conventional pacemaker to maintain av synchrony. No additional adverse patient effects were reported. The rv lead remains implanted but not in use. Margolis, gilad, et al. (2024). "Short-term synchronization of an intracardiac leadless pacemaker with a transvenous atrial pacemaker in a sedentary patient." Jacc: case reports, vol. 29, 2024. Https://doi.org/10.1016/j.jaccas.2024.102666.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.